Event description:
The manufacturer received information alleging a software date upload failure occurred on a trilogy 100 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy 100 ventilator was returned to the third-party service center for remediation, and the customer¿s complaint was confirmed. During the evaluation for the allegation of (software date upload failure occurred) the device failed the lcd backlight function test step. Therefore, the trilogy lcd kit was replaced to address the issue. There were no significant event(s) in the error log(s). The device passed all test. Additionally, during the service of the device, components were only replaced as part of cosmetic damage or maintenance of the device. The software was upgraded unrelated to the reportable malfunction/issue. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.

Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.